Event description:
It was reported that this left ventricular (lv) lead was attempted due to the guidewire protruded through the lead body beyond the spiral section while being advanced through the lead tip during guidewire insertion. The condition was considered an lv lead anomaly. As a result, this lv lead was replaced and not implanted. No adverse patient effects were reported.